Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient noticed oozing from cervical spinal cord stimulator (scs) lead incision site. The physician believed that the infection was not device related however the patient's incision was not healing properly. The patient was admitted to the hospital and underwent a procedure wherein the lead incision site was opened and fluids were drained. The patient was stable postoperatively and was placed on antibiotics.